Event description:
On (B)(6) 2012, I, (B)(6), had a migrated hem-o-lok clip, the presence of which was totally unknown to me, removed from my urethra ((B)(6)). The radiolucent foreign device was in my body as the result of robotic surgery in (B)(6) (dr (B)(6)) on (B)(6) 2008 to remove my cancerous prostate. Subsequently I have had one bnc in (B)(6) 2009 ((B)(6)); subsequent radiation (B)(6) 2009 because of a positive margin (radiation oncologist dr (B)(6) in (B)(6)); and what was supposed to be a bnc on (B)(6) 2012, which resulted in the aforesaid discovery during surgery of the clip. The bnc as well as the surgical removal of the clip were both completed. The clip is in custody of local hospital ((B)(6)) for some perceived chain of custody issues, which will expire on or before (B)(6) 2013. I do not know the date of manufacture, serial number, or distributor's name. I do know the clips are indicated in size like: .2, .4, .6, etc. I do not know where extra large fits into the scale that is apparently used.